Manufacturer narrative:
Additional event information has been requested from the reporter. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that the unit delivered more that it was supposed to.

Event description:
The customer states that the unit delivered more that it was supposed to. After follow up request for more information on 8-nov-2018 the customer states that the pump over delivered by 30ml when it was set to infuse 100ml during testing. There was no patient involvement.